Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all keypad buttons were found to be responding appropriately. Unrelated to the complaint, moisture was observed behind the display screen lens. The pump was opened and moisture was found on the pcb and display screen.

Event description:
A family member reported that the keypad buttons became unresponsive after the patient went swimming. She stated that the pump will go to the verify screen, but the buttons will not respond. She denied physical damage to the rubber keypad.